Manufacturer narrative:
Findings: pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The power management tool confirmed low battery alarms and then pump error were triggered when backup battery loaded voltage (loaded vlith) was less that 3.5 volts for 4 consecutive hours due to resistance issue at the connector. After disconnecting and reconnecting the internal battery connector on, pump was monitored and functioned properly. Unit received with damage display window cover, minor scratched lcd window, cracked keypad at select button, keypad overlay texture damage, scratched around casing and cracked retainer.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump was receiving power detection errors. The customer reported that he has had high glucose because of the errors. The insulin pump is unable to hold an internal charge of the battery. Troubleshooting was performed and it was determined that the insulin pump return. The customer's blood glucose is usually between 90mg/dl. The customer's blood glucose at the time of event was 142 mg/dl.